Event description:
The reporter stated, the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The incision was enlarged to remove the lens and a three piece lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the torn lens was due to the lens having been folded incorrectly during loading and the lens tear was not noticed until it was inserted.

Manufacturer narrative:
No lens returned in unit carton.